Manufacturer narrative:
Asku.

Event description:
It was reported that only the icons at the top of the displayed screen of the programmer for the analyzer were displayed and the "rest of the screen was gray." The problem was resolved with the service diskette, and the programmer was "restored to service." No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.